Event description:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported issue could not be duplicated and no parts were replaced. The ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No device logs were received. The conclusion was no ventilation malfunction was found during examination, therefore the root cause for the defective o2 gas module could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).